Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 905 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer was admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider. Customer was discharged 2 days later with the issue resolved and no permanent damage; treatment provided was not known. Customer updated their settings and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.